Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reported that their dentist has seen mobility in their bottom teeth and malocclusion, this was not there before treatment. A diagnosis findings letter was requested from patient, but their dentist does not feel comfortable providing information on how to proceed because they were not part of the original treatment planning process. Referred patient to their dentist due to the mobility on #25 that is not with in normal limits.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.